Event description:
Per affiliate: the device does not prime properly and the reservoir could not be inserted in the pump. Also it was informed that the customer had constantly high bgs. In addition, the customer wet their bed and maybe the pump was damaged because they lay in urine. The lead screw was rusted and the driver arms could not be lifted.